Manufacturer narrative:
The addition of patient code of 1907/hypersensitivity (section f10) here.

Event description:
The clinician reported that 3 days after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician noted an infection, pain, implant mobility, inflammation, hypersensitivity and swelling in this patient with fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 3 days after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician noted an infection, pain, implant mobility, inflammation, hypersensitivity and swelling in this patient with fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.